Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the event log review and initial functional testing. The root cause for the mid: 09 error was determined to be a faulty air trap block assembly. During visual inspection, no physical damages were observed. Archive event log data was downloaded and noted several mid 09 (air trap assembly) error messages during reported event date. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported, during device check by the customer, the thermogard console (sn (B)(4)) displayed air trap alarm following by mid:09 (air trap assembly) error messages. No patient involvement.